Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- x-ten. As stated by customer, the arm of the light was not moving and additionally, the paint started to chip. There was no injury reported however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The peeled paint is most likely caused by a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning or disinfection protocol. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number 230256.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(4) 2019 getinge became aware of an issue with one of surgical lights- x-ten. As stated by customer, the arm of the light was not moving and additionally, the paint started to chip. There was no injury reported however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure might be a source of contamination.

Manufacturer narrative:
The issue is being investigated by a manufacturer side

Event description:
(B)(4).

Manufacturer narrative:
The issue is being investigated by a manufacturer side

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).